Event description:
It was reported that this patient was in the hospital due to chest pain. The health care professional (hcp) tried to locate the patient's implanted device, however, could not find it. Technical services was contacted, and they informed the patient has a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Ts recommended a chest x-ray. At this time, the system remains in service. No adverse patient effects were reported.